Event description:
(B)(4) study. It was reported that chest pressure and pain, angina and in-stent restenosis occurred. In june 2010, the patient undergone percutaneous coronary intervention and was treated with placement of a 3.5mm x 16mm veriflex (liberte) coronary stent in the mid right coronary artery (rca). In (B)(6) 2010, the subject presented for follow up with intermittent chest pressure and pain and was diagnosed to be unstable angina. Cardiac catheterization was recommended. The 90% in-stent restenosis of the veriflex bare metal stent long lesion was located and extending from proximal rca to the mid rca and was 35 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.50 mm x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. One day post procedure the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).